Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent damage at implant attempt. The analyst noted that once tissue and blood was removed, helix operated within specification, and the connector pin rotated normal. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant attempt the physician began to extend the helix and the proximal tip spun freely. The physician attempted the lead again and was unable to extend the helix. A new lead was implanted with success. No patient complications have been reported as a result of this event.